Event description:
Information received indicates that two days after placement of the heart wire by the hcp, the device failed to sense and no impulse transmission was noted. The product was replaced during the case with no consequence reported for the pt.

Manufacturer narrative:
Analysis: the device has not been returned to manufacturing. Without product return, review is limited and no results can be provided. Event info shows no report of visible wire breakage seen, or that fracture of the electrode occurred during the case. Conclusion: no pt event. Device has not been returned to manufacturing for analysis; an exact cause cannot be determined for reported product problem.